Manufacturer narrative:
E2/e3: repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. On (B)(6) 2018, there was a design change implemented to the printed circuit board. Countermeasure products have been shipped after (B)(6), 2018. The subject device was manufactured before the design change. Based on the results of the investigation, the cause of the event of no image was due to design. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image when the 180 series scope is connected with the maj-1430 . The event occurred during an unknown therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due faulty patient board set. In addition, worn-out video connector causing poor connection to the pigtails were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.